Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2011, patient underwent following procedure: left knee: exam under anesthesia. Left knee: diagnostic arthroscopy. Left knee: partial medial meniscectomy. Left knee: fat pad resection. Left knee: loose body removal. Left knee: chondroplasty of patella; for a pre-op diagnosis of left knee: rule out patellofemoral injury; and post-op diagnosis of: left knee: anterior horn of medial meniscus tear. Left knee: fat pad inflammation. Left knee: grade - ii-iii chondral changes of patella. Left knee: multiple cartilaginous loose bodies. No complications were reported. On (B)(6) 2011, patient underwent following procedure: cervical disc replacement at c5-6 , cervical disc replacement at c6-7 using the prestige, discectomy at c5-6, discectomy at c6-7, cranial tongs and microscope for visualization; for a pre-op diagnosis of: disc herniations at c5-6 and c6-7 causing both foraminal stenosis as well as discogenic and cervicogenic pain. On (B)(6) 2011, patient underwent following procedure: alif at l5-s1, biomechanical devices at l5-s1, lt cages and bmp, anterior lumbar discectomy complete at l5-s1, allograft at l5-s1, total disc replacement at l3-4, anterior lumbar discectomy at l3-4 complete discectomy and c-arm image intensification for visualization of device. Please note that this was a scheduled delayed stage procedure, she had performed 90 days prior on an anterior cervical total disc replacement at two levels; for a pre-op diagnosis of: lumbar disc pathology, annular tears, discogenic pain, radiculopathy at l3-4 , lumbar pathology l5-s1, degenerative disc disease, disc herniations and facet pathology. Per op notes: disc at l5-s1 was totally resected. Simple block discectomy was done after which decompression was performed. Bmp and allograft were placed , x2 threaded lt cages were placed deep to the cage. Cages were applied in countersunk and were filled with additional bmp and cancellous bone, medial and lateral to the cage. At l3-4, end block discectomy was performed above and beyond simple block discectomy decompressing to spinal canal with decompression and removal of obvious annular tears as well as disc herniations. Patient alleges unspecified injury due to the use of rhbmp-2.